Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 hole in the c-ring did not go through to the other side so the harvester could not do an endo loop. (The pin-sized hole in the c-ring allows the harvester to thread the suture loop through the c-ring). The harvester opened another kit so he could finish the case with the endo loop. The patient was not harmed.

Manufacturer narrative:
Trackwise # 550152 updated sections: b4, g4, g7, h2, h3, h6, h10, h11 corrected section h-6 problem code: correct from ¿1384¿ to ¿2588¿ analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10 & 4105/13 & 22) the device was returned to the factory for evaluation on 11/22/2021. An investigation was initiated on 11/23/2021. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood was observed on the cannula handle. The c-ring was observed to be intact, no visual defects were observed. The endoloop hole in the end of the c-ring (metal rod side) was observed to be occluded. A needle was utilized to test the hole. It was unable pass all the way through due to what appeared to be plastic. There were no other observed defects. Based on the returned condition of the device and the results of the evaluation, the reported failure ""manufacturing, packing, or shipping problem)," was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a.